Event description:
A report was received that the patient was having numbness on his legs and loss of balance. The physician determined there was spinal cord compression. The patient underwent an explant procedure and is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having numbness on his legs and loss of balance. The physician determined there was spinal cord compression. The patient underwent an explant procedure and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the physician does not believe that the patient's symptoms were device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility